Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The motors (2 right and 2 left) and a brake lever assembly were returned for evaluation. One right motor had a loose brake assembly, one left motor had a brake failure. There was no problem found with the second set of motors or the brake lever assembly. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Dealer states brake is not holding.